Event description:
It was reported that the 9900 system had a collimator and filament error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.